Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e318 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber) and centrifuge bowl leak/break. No trends were detected for these complaint categories. However, a CAPA had been initiated for centrifuge bowl leak/break and is now closed. The kit lot number subject to this report is post-CAPA implementation and is being monitored. (B)(4). Feedback: the service technician cleaned the instrument and replaced the leak detector strip. The sensorized drive tube clamp, bowl holder assembly, drive tube retainer clips (x2), drive tube clamp sensor, and the centrifuge door assembly were also replaced. The service technician powered up the unit and verified that there were no system errors on start up. The system checkout procedure was then successfully completed, and the instrument was fully operational and within specifications. The instrument was returned to the customer ready for use. This assessment is based on information available at the time of the investigation. The analysis of the returned kit and photos is still in progress. A supplemental report will be filed when the analysis of the kit and photos is complete. (B)(4).

Event description:
The customer reported a centrifuge bowl break during the purging air phase of a treatment. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient's approximate blood loss was 150ml and that the patient was in stable condition. The customer stated that they treat this patient using a different instrument. The customer reported that she installed the kit properly and even had another nurse inspect and confirm that the kit was installed correctly. The customer requested service. The kit and photos have been submitted for investigation.

Manufacturer narrative:
The kit and photos were returned for analysis. An examination of both the kit and photos indicated that the centrifuge bowl became unsecured and broke apart when it impacted the centrifuge chamber walls. The cause of the bowl break was most likely a weld issue between the outer bowl and the bowl cover. A review of the device history record for the kit lot did not identify any related nonconformances and the lot had passed all release testing. A material trace for the bowl assembly and its components used to build this kit lot found one related nonconformance. A nonconformance was created due to cracks found on cavity one parts only. A 200% check was done and no cracks were found on cavity two parts. For the affected lot, all of cavity one parts were scrapped and only cavity two parts were released for use. A CAPA was initiated to further investigate the possible causes for the welding issue and to determine the associated corrective actions. (B)(4).